Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located). Leak test was performed and found opening on posterior and radius. A microscopic analysis was performed which identify crease smooth opening on anterior and opening striated in the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior due to a fold flaw opening and a striated edge opening on radius side due to surgical damage.